Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 55 mg/dl. Customer treated with food. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to an out of phase motor encoder signal. Unable to perform displacement test due to alarm. A cracked reservoir tube lip and cracked case was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.